Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that on an unknown date, an unknown secondary port clave device was found to be occluded during patient use. The report stated that it seems to be very sporadic, but they continue to have issues with the secondary port clave remaining in a stuck-down position and it is occluding the line. They cannot back prime or deliver and the set needs to be switched out as they can no longer deliver on it. There was no patient harm reported.